Event description:
Customer reports having low blood glucose symptoms and testing 70mg/dl on the device. He reports that he took no action and passed out some time later. He reports the paramedics were called and tested him at 23mg/dl. He states that his device read 70mg/dl within a couple of minutes. Customer reports being given oral treatment to elevate his blood glucose. No valid quality controls were used. Requested return of suspect device and replacement was sent.